Event description:
Additional information indicates surgical intervention was undertaken on 14 october 2020 wherein the leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-32320. It was reported that the patient experienced ineffective therapy and was unable to put their system into MRI mode. Troubleshooting revealed the t12 lead to have all high impedances. Imaging revealed the l1 lead had migrated out of the epidural space. As a result, surgical intervention may be undertaken in the future.